Event description:
Customer reported that the insulin pump was not delivering insulin. The blood glucose reading was 593 mg/dl. Customer treated with the insulin pump and with manual injections. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The blood glucose reading was brought down to 259 mg/dl. Customer declined to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.